Event description:
It was reported that the guidewire tip fractured. The target lesion was located in the moderately tortuous right internal carotid artery. A 3.5-5.5 190cm filterwire ez was selected for use. However, during preparation of the device, a fracture was noted in the guidewire tip part. An attempt was made to reshape and repair it, but the fracture could not be improved. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review performed for the filterwire ez device confirmed that the event of filterwire device/component broken/separated was defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as unable to exclude device problem. Device analysis revealed no evidence from the manufacturing review to indicate that the device malfunctioned because of a process related defect. Therefore, the complaint incident cannot be confirmed. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the guidewire tip fractured. The target lesion was located in the moderately tortuous right internal carotid artery. A 3.5-5.5 190cm filterwire ez was selected for use. However, during preparation of the device, a fracture was noted in the guidewire tip part. An attempt was made to reshape and repair it, but the fracture could not be improved. The procedure was completed with another of the same device. There were no patient complications as a result of this event.